Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill tubing step was filling faster than normal during the load fill process. Reportedly, the customer continued to fill the tubing and insulin delivery was resumed customer's blood glucose was 150 mg/dl.